Event description:
It was reported that the pump touch screen was unresponsive, there was no adverse impact to customer's blood glucose level. Technical support attempted to resolve the issue with a pump reset, but when this did not work, they provided a replacement pump. Customer declined to provide information regarding alternate insulin therapy.